Event description:
The user facility reported a 14-year-old male was implanted with an impella 5.5 as a bridge to transplant. It was reported that three days following impella 5.5 implant, the patient was diagnosed with a large brain bleed. Heparin was introduced following implant per protocol and was subsequently stopped upon discovery of the bleed. A drain was placed and impella support continued without the use of heparin. The patient was reported to be in stable condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury."

Manufacturer narrative:
The investigation into the stroke/cva issue has been completed since the original report was submitted. The pump was not returned for investigation. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined. Impella cp with smart assist system & impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.